Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced video slice (vsl) 2 to resolve the issue. The system was verified and ready to use. Isi has not received the vsl for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start (post anesthesia and prior to ports placement) of a da vinci-assisted surgical procedure, errors 89 and 90 pointing to video blend lane (vbl) 5 occurred. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse had the customer perform hard power cycle the system by circling the vision side cart (vsc) breaker, but the issue persisted. The customer elected to convert the procedure to laparoscopic surgery.